Event description:
It was reported by repair work order that the siderail could not remain latched due to the latch spring being detached from the side rail. No adverse consequences or clinically relevant delay in treatment was reported.